Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that serial digital interface 1,2 output is not operating was due to defect of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue was confirmed. It was observed that the sdi port #1 and the sdi port #2 were not working and there was no signal caused by a faulty printed circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported that while installing the subject device for the customer, it was discovered that the serial digital interface (sdi) ports were not functioning. An olympus representative tried two different monitors; however, there was no image. There was no procedure or patient involvement.